Manufacturer narrative:
D6b: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, when the control unit was unplugged for rehabilitation purposes, the charge dropped from 100 percent to 50 percent, and a yellow "half battery capacity" alarm sounded. The staff immediately plugged it back into the outlet and returned to 100% charging. It was reported that the procedure was successful and the patient stable.

Manufacturer narrative:
D1 (brand name) has been updated. E1 has been added as this information was omitted from the initial mw submitted. H3 (device evaluated by manufacturer?) Has been updated since the physical product was returned and the pi was completed. The cause of the battery level low alarm was a communication anomaly between the battery and power battery management board.

Manufacturer narrative:
B1 and b2: updated reportability per new information from the customer. D6b: updated explant date d9: updated devices return information h1: updated reportability h6: updated codes based on the new information. Clinical review an impella 5.5 was inserted via right axillary artery in a 66 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown scai stage. On day 23 of support, the automated impella controller was unplugged for rehabilitation purposes and the battery charge dropped from 100 percent to 50 percent, and a yellow "half battery capacity" alarm displayed. Charged returned to 100 percent when the controller was plugged back in. The battery issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption while unplugged, however there was no consequence to the patient and support. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.